Event description:
It was reported that a remote monitoring transmission was received as the patient was in the emergency room for pectoral stimulation. The right ventricular lead pacing was noted to be programmed to unipolar and the threshold was noted to be high. Non-physiologic noise was detected in stored electrograms. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).